Event description:
Additional information was received from a hcp via product surveillance registry (psr). On (B)(6) 2015 the pump was filled with baclofen intrathecal 1000mcg/ml and programmed to deliver 99.9mcg/day in simple continuous mode. A single bolus of 375mcg was given at this time over a duration of 23 minutes. Indication for use was intractable spasticity and spinal pain.

Event description:
Additional information was received from a company representative providing patient and device information.

Event description:
The morning following implant, the patient required straight catheterization due to urinary retention. The event was reported as not related to the implanted devices. The severity of the event was noted to be ¿mild¿. The event outcome was noted as ¿recovered without sequela¿ with a resolved date of (B)(6) 2015. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).